Event description:
During incoming inspection of the device by a zoll service technician, the device failed to power-up. The complainant indicated that there was no patient involvement in the reported malfunction.